Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the monitor did not pass essential performance testing due to a defective q701 component on the pca board. The root cause of the defective component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 204.